Event description:
The rptr has complaints of: constant pelvic pain, torn fallopian tubes, device migration, heavy clotting and cramping, low potassium and magnesium, numbness in extremities, severe bloating, exacerbated depression anxiety ptsd and environmental allergies, brain fog, blackouts, joint stiffness, heart palpations, memory loss, hair loss, device embedded in surrounding tissues/organs, headaches, fatigue, autoimmune diagnosis, swelling feet and legs, hip pain, tingling sensations, urgency to urinate, blurred vision, chronic illness, fragile nails, weight gain, digestive issues, muscle spasms, teeth issues, itchy skin, vibrating sensation in abdomen.